Event description:
The distributor contacted animas on (B)(6) 2013 alleging the patient experienced hyperglycemia beginning (B)(6) 2013 while on insulin pump therapy. No blood glucose measurements were provided and symptoms suggestive of hyperglycemia not reported. There is no reportable adverse event associated with this complaint. The patient had reportedly been bolusing with insulin via injection pen at lunchtime since the alleged hyperglycemic episode(s) began on (B)(6) 2013. The patient¿s healthcare provider (hcp) reportedly believed the insulin pump was not accurately delivering basal and bolus insulin amounts. The patient was not able to confirm or deny the use of manual insulin boluses with an insulin pen. The patient stated that she would sometimes bolus with the pump and sometimes bolus with the insulin pen. Review of the subject pump by the distributor revealed the time and date were set correctly, there were no associated alarms recorded in the alarm history, the basal settings were correct and the pump was using the correct program, the prime history was confirmed as appropriate and the advanced settings were confirmed as being correctly programmed. The distributor reported that per the pump history, the pump delivered as programmed. This complaint is being reported because the alleged inaccurate delivery of basal and bolus insulin via the pump remained unresolved after the distributor verified there was no pump malfunction on review of the pump.

Manufacturer narrative:
Device evaluation: review of the black box and download history revealed data recorded from (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013. Per the black box records, the pump history appeared to be inaccurate due to the time and date being manually edited a total of 36 times prior to bolus deliveries. The total daily dose totals are inaccurate due to the time and date edits. On examination, the battery cap and the battery compartment were noted to be intact without damage and the pump is able to maintain electrical connection. On testing, the pump powered on normally. The pump was exercised for 24 hours without any interruptions in insulin delivery and no alarms. During testing, boluses were executed using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿ and ¿combo¿ bolus features. The history accurately recorded the bolus information at the correct time and in the correct order. Investigation was unable to duplicate the complaint and the pump was found to be delivering insulin within specifications.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: review of the black box revealed data recorded from (B)(6) 2013. The download history revealed the last basal delivery was recorded on (B)(6) 2013. Per the black box records, the pump history appeared to be inaccurate due to the time and date being manually edited a total of 36 times prior to bolus deliveries. The total daily dose totals are inaccurate due to the time and date edits. On examination, the battery cap and the battery compartment were noted to be intact without damage and the pump is able to maintain electrical connection. On testing, the pump powered on normally. The pump was exercised for 24 hours without any interruptions in insulin delivery and no alarms. During testing, boluses were executed using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿ and ¿combo¿ bolus features. The history accurately recorded the bolus information at the correct time and in the correct order. Investigation was unable to duplicate the complaint and the pump was found to be delivering insulin within specifications.